Event description:
The customer's son called and reported the insulin pump alarmed with failed battery test. Customer's blood glucose was not known. Troubleshooting was performed. The battery compartment and spring were neither damaged nor corroded. After it was advised to clean battery cap contacts and insert a new battery, another failed battery test alarm was received. It was further stated that there was a rattling sound, as if something was loose in the insulin pump when it was moved. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test was noted. The pump had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.